Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received for evaluation. Evaluation status: 4 events were confirmed during testing; 4 devices were found to be affected by corrosion. Product disposition: 4 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. The 4 events had no patient involvement; no patient impact.